Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 15 minutes: 29 mg/dl (aviva) and 282 mg/dl (emt's meter). The patient was able to self-treat.